Event description:
It was reported that the transfer set was damaged. The patient forgot they were connected to the homechoice device and walked away, causing the transfer set to break due to pulling on the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification and identified tubing separated from dark blue connector. Leak testing and clear passage testing were performed with no issues noted. Clamp function testing performed and found the tubing separated from dark blue connector. The reported condition was verified. The cause of the condition was determined to be use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.